Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the spring wire guide unraveled during removal.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) and a lidstock for analysis. Signs-of-use in the form of biological material was observed on the swg. Visual analysis revealed that the guide wire had become unraveled towards the distal end. This resulted in the distal end of the core wire to be exposed. The distal j-bend appeared slight misshapen. Microscopic examination further confirmed that the distal end of the core wire had separated directly adjacent to the distal weld. Despite the separation, the distal weld was still attached to the coil wire. The length of the core wire measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. A manual tug test confirmed that the proximal weld was secure and intact to the guide wire assembly. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage." The report that the guide wire unraveled was confirmed through examination of the returned sample. The distal weld of the guide wire had separated from the core wire. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide unraveled during removal.